Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to twiddlers syndrome. To address the issue, the ipg was repositioned via surgical intervention on (B)(6) 2025. Therapy was restored post op.